Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was reported that the supply bag had disconnected which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag was no longer connected to the supply line. The patient stated that they tightened the line connections when they setup. The technical service representative had the patient cycle the power twice to clear the alarm. The patient disconnected and would start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.